Manufacturer narrative:
Unable to perform retain testing since event was reported on 28may2020 and product expired on 15may2020. Ortho performed batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting an isolated event where false negative reactions were obtained using the treated portion of 0.8% resolve panel c lot vrc270 exp 5/19/2020. According to customer, patient with no previous history had a positive reaction with 0.8% screening cells ( 1+ positive-cell 1). Panel ID was first performed with the untreated portion of panel c lot # vrc 270 and saw positive reactions with donors # 2: donor # 9 and donor #11, with autocontrol positive ( 1+). ( customer suspected possible anti-jkb antibody) and continued to test with "treated portion" of panel and saw negative with jkb donors. The patient's own cells were antigen typed and was jkb negative. Elution was performed and negative. This screening was done on the provue analyzer. All panel testing is done by manual gel methods as per this site's policy. The untreated cell testing was done using igg gel card lot # and 0.8% panel c treated cells were testing using buffered gel cards no reports of any noted discrepancies with any other patients. Customer has concluded this was an isolated, sample related issue. Relevant information: issue started on: (B)(6) 2020; reported 5/28/20, reaction grade obtained: neg, customer was expecting: pos, incubation time (for manual test only): 15 min. Test repeated: no. Was qc affected? Qc was performed and acceptable . Patient clinical history: no patient history of prior antibodies. Issue was reported after expiration date of panel cells and screening cells. Tsc discuss with customer that site needs to report to ortho as issue is on going and not after panel cells expired. Tsc also reviewed with customer varied expression of jkb antigen on the donor cells in addition to the patient's antibody being weak.(homozygous cells vs heterozygous cells) the limitations section of the instructions for use of 0.8% resolve panel c reviewed that different serological methods are optimal for different antibodies. However, customer satisfied with documentation of incident. Also recommend jkb negative units if transfusion is required.